Manufacturer narrative:
Event eval: still under investigation at this time.

Event description:
A male with a previous history of emphysema, chronic subdural hematoma, surgery of prostatic cancer. Stomach cancer and also has pulmonary disease and cerebropathy was considered suitable for endovascular therapy. The pt underwent aaa repair in early 2009. The procedure was conducted as labeled and the physician placed one main body and two iliac leg grafts. On final angiography a distal type I endoleak was noted on the ipsilateral side. The physician sealed the ipsilateral leg graft by placing another MFR's stent. The endoleak was diminished so the physician took a wait-and-see approach. The physician commented that it was possible that the area where the ipsilateral iliac leg was placed had been "knubbed." The pt's serum creatine was high and the usage of the contrast media was limited and the endoleak was diminished. The status of the pt is unk at this time.